Event description:
Reporter alleged discrepant results of 380 mg/dl back to back with a result of 138 mg/dl on the aviva system when testing was performed at the same time. The location of testing was not provided. No actions were taken and no treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent. Aviva system: meter with an aviva test strip of 300259 and an expiration date of 10-31-07.

Manufacturer narrative:
The suspect product is the aviva test strips.